Event description:
The customer reported a blank display. The customer stated that there is no damage to the insulin pump or battery cap. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a blank display due to a damaged/broken battery tube contact spring.